Event description:
It was reported that the implant at tooth site #30 will be removed as it was fractured. Removal scheduled for (B)(6) 2026. Implant platform fractured, patient dissatisfied. Requires implant removal & replacement implant as well as graft. Patient doesn't think implant should have fractured. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided, a4: patient weight unknown / not provided, d6b: explant date unknown / not provided, g4: additional PMA/510(k) number k101880.